Manufacturer narrative:
Refer to the following fields for additional information: g3, g6, and h2 refer to the following fields for additional evaluation information: h6 and h10 additional analysis was performed on the vessel sealer extend by an advanced failure analysis engineer. The primary failure of failed hard grip force test was not confirmed. The instrument was placed on an in-house system and passed the intuitive motion and engagement tests. The grip force test was administered again, and it was found that the values were within spec. The sealing function of the instrument was tested and had passed. The seal's effectiveness was compared to a seal from an in-house instrument, and the results were comparable. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, sealing failure occurred on the vessel sealer extend (vse) instrument. The vse was replaced and the procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument was inspected prior to use with no issue noted. The surgeon was performing sealing at the time of the issue. The customer suspected that the vse did not seal. It was unknown if the audible tones failed to function as expected or if there was an audible signal (continuous tone) while the pedal was pressed. The customer did not know the error message which appeared when the vse issue occurred. The target tissue was a lymph node. The tissue was not cut when it was not sealed. The tissue was not greater than 7 mm in diameter. There was no unexpected bleeding due to the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. Failure analysis found the primary failure of failed hard grip force test to be related to the customer reported complaint. The grip force test was performed and was out of the maximum range of 8.75 lbs. No obvious signs of damage found. The root cause of this failure was not determined. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, energy delivery, cut, and jaw gap verification tests. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots were missing. A review of the log shows no errors. No image or video clip for the reported event was available for review. A review of the logs for the vessel sealer extend (part# 480422-01/ lot/serial#(B)(4) ) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on (B)(6)2021 via system serial# (B)(4) for a radical prostatectomy with lymphadenectomy procedure. There were 0 uses remaining. This usage of the device per the log review matches the reported event date. System logs were reviewed by an isi failure analysis engineer (fae). Sealing and cutting errors were identified in the logs. This complaint is considered a reportable event due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.